Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3878-45, lot# b0933773k, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID: 3878-45, lot# b0919694k, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID: 3878-45, lot# b0933773k, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they experienced a loss of stimulation. Impedance testing was performed in (B)(6) 2017 and it was found that all impedances were high. It was stated that ¿high lead impedances¿ were found and that two leads were fractured. The patient's leads were replaced with a paddle lead as a result of the event and the issue was resolved. The patient¿s implantable neurostimulator (ins) remained implanted and in service as of (B)(6) 2018. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.